Event description:
See MDR 1036844-2014-00059 for the first kit used. It was reported the catheter was being placed into the right femoral of a 19 yr/old male patient weighing 50 kg in the picu. A second kit was opened and again the physician reported the spring wire guide had "gotten bent to pieces" as she tried feeding it back through the catheter. The wire was previously inserted through the needle. As a result, a third kit was opened. See MDR 1036844-2014-00061 for the next kit used.

Manufacturer narrative:
(B)(4). The device will not be returned.